Event description:
Facility received info that two leads were removed from service due to low impedance and a sensing issue. During a routine replacement of an ICD the leads were capped and replaced. The leads remain implanted.